Event description:
It was reported that the right ventricular (rv) lead has a decreasing lead impedance and an increase in pacing capture threshold. The pacemaker was reprogrammed to accommodate patient need and safety. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 implantable pulse generator: (B)(6) 2009; 4524 implantable pacing lead: (B)(6) 1997. (B)(4).